Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to genuine stress urinary incontinence. The patient experienced scarring, nerve damage, loss of sexual sensation, painful intercourse, vaginal and pelvic pain, bleeding, discharge, urinary problems, recurrence of prolapse, inflammation, recurrence of incontinence, nerve damage and general abdominal pain. It was reported that the patient underwent mesh removal on (B)(6) 2010 for pain, dysuria, mesh vaginal exposure, fiancé can feel something prickling him and pain with urination. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, urgency, and incontinence.